Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a dental infection and peritonitis in a patient coincident with extraneal viaflex and physioneal 40 unknown therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced a dental infection. Remedial treatment was not reported. On (B)(6) 2011, the patient experienced peritonitis manifested as cloudy effluent and a fever. The cause of the peritonitis was unknown; however, it was suspected to be due to a dental infection. The patient was not hospitalized. On (B)(6) 2011, the patient began remedial treatment with an unspecified antibiotic for the peritonitis. On (B)(6) 2011, the unspecified antibiotic was discontinued. On an unreported date, the event of peritonitis resolved. It was unknown if the event of dental infection had resolved. Extraneal viaflex and physioneal 40 unknown therapies were ongoing, unchanged. The nurse stated the event of peritonitis was unlikely related to extraneal viaflex and physioneal 40 unknown therapies as it was suspected that it was due to the dental infection. Causality statement was not provided for the event of dental infection.